Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynxgrip vascular closure device (vcd) deflated/ruptured and the deployment had to be aborted. A small hematoma of approximately 2 cm was noted after the balloon ruptured and a slight reduction in sized was also noted after about twenty minutes of manual pressure. A very small, 1 cm or less hematoma remained which will resolve over time. No additional medical treatment needed. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU) instructions. There was no prior pta, stent, or vascular graft in the common femoral artery or vein, and no presence of pvd or calcium in the vicinity of the puncture site. The balloon lost pressure before being pulled to the arteriotomy, as there was no resistance at the arteriotomy. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick) or below the bifurcation (low stick). There was no posterior wall puncture. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity or presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was a resident trained by an attending and deployed under the direct supervision of the attending physician. Other procedural details were requested but were not provided. A non-sterile ¿mynxgrip vascular closure device 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle. The syringe was received connected to the device and the procedure sheath was not returned. The stopcock was found open. The sealant and advancer tube were exposed in the shaft of the device. In addition, the balloon was found fully deflated. No other anomalies were observed during the visual analysis. Leak testing was conducted on the balloon of the returned device following the mynxgrip instructions for use (IFU). The results indicated a leak in the balloon. High magnification visual inspection revealed a longitudinal tear in the balloon of the returned device, and the sealant exposed. Based on the information provided, the condition of the unit upon receipt, and the investigation conducted, the reported failure of 'balloon - balloon loss of pressure' was confirmed, as the loss of pressure in the balloon was caused by a longitudinal tear. However, the exact root cause of the tear could not be conclusively determined during the evaluation. Furthermore, the customer reported adverse event of 'hematoma' could not be confirmed, as this is an adverse event unrelated to the product's functionality. The exact cause of the reported adverse event could not be definitively determined. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The reported balloon rupture may have then consequently led to the formation of the hematoma, due to failure to appropriately deploy the sealant. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site hemorrhage events after manual compression are frequently related to stick technique, anticoagulation, blood pressure, adequate manual compression technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Based on the product analysis, there is no evidence suggesting that the adverse event and failure is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) deflated/ruptured and the deployment had to be aborted. A small hematoma of approximately 2 cm was noted after the balloon ruptured and a slight reduction in sized was also noted after about twenty minutes of manual pressure. A very small, 1 cm or less hematoma remained which will resolve over time. No additional medical treatment needed. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU) instructions. There was no prior pta, stent, or vascular graft in the common femoral artery or vein, and no presence of pvd or calcium in the vicinity of the puncture site. The balloon lost pressure before being pulled to the arteriotomy, as there was no resistance at the arteriotomy. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick) or below the bifurcation (low stick). There was no posterior wall puncture. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity or presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was a resident trained by an attending and deployed under the direct supervision of the attending physician. Additional information was requested but not provided. The device will be returned for evaluation.